Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer's friend/ family member reported that the patient had accidents since implant on (B)(6) 2015 especially at night. The patient felt stimulation. There was a loss of therapy- loss of bladder control. The patient was taking diuretics for the swelling of feet since implant. They were wondering if the patient's diuretics could affect symptoms.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0ypnk, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A patient's friend reported that the patient experienced a loss or change of therapy. The patient had leakage today, thus the patient wasn't sure what she should do. The patient was currently at 1.40. The patient's bowel was working well. Event date was noted as (B)(6) 2015. It was later reported that the patient was doing beautifully but started having some accidents. Prior to interstim the patient was getting up 4 times per night, now it was 1 or 2 times. Initial caller was the patient's friend. They had increased stim on saturday from 1.7 to 2.0 and the patient felt stim when a change is made but does not continue to feel stim. Regarding does the patient feel stimulation, it was noted: yes. There were no medical procedures/emi that could be related to this issue. There were no trauma/falls reported that could be related to this issue. The hcp (healthcare provider) had not instructed the patient to keep a voiding diary. Symptoms reported were: accidents, stands up and leaks. Event date: 10/13/15. Patient said yesterday. Indications for use were noted as gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient. It was reported that when the patient took some/certain medications they still had a lot of accidents. The caller noted it had been happening with that pill a long time, it had been months. The patient was to follow up with their healthcare provider (hcp) next tuesday and noted maybe they would know something.

Manufacturer narrative:
(B)(4).